Event description:
It was reported the patient had difficulty loading the insulin cartridge; after the cartridge was loaded with 100 units, the pump insulin gauge stated there were 205 units remaining. There was no adverse event associated with this issue. The complaint is being reported due to the unresolved incorrect insulin gauge on the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during testing, the load cartridge step was unable to detect the cartridge. During evaluation, contamination was observed in the force sensor assembly and the force sensor was found to be out of calibration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.